Event description:
On (B)(6) 2013, the patient contacted animas alleging that she experienced a low blood glucose (bg) of 53mg/dl with inability to focus after intentionally priming while attached. The patient reported recurring loss of prime warnings, and was frustrated with having to re-prime the pump, and stated she primed two units while attached. The patient reportedly ate candy to resolve the low bg. The patient stated that her last cartridge change was a day and a half ago and the loss of prime issue has occurred since then. The patient was advised to change the cartridge and contact animas if the issue recurs. The patient stated that she knows she is not supposed to prime while attached and normally disconnects, but noted that she was frustrated. This complaint is being reported because the patient allegedly experienced hypoglycemia after priming while attached.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.